Manufacturer narrative:
Based on the repair notes for this device, no issues were found. The repair technician replaced damaged/worn components, cleaned, tested and calibrated unit to factory specs as part of preventive maintenance.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a select sps swvl/reserv,120v ex insert got hot while in use. It stopped using due to risk of burning. No patient injury.